Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received repeated no delivery alarms on their insulin pump. No further information provided.

Manufacturer narrative:
The pump was received with no button response due to a flattened act keypad dome. Unable to perform the prime, excessive no delivery or displacement tests due to the keypad anomaly. The keypad connector was found closed properly during visual inspection. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.